Event description:
Patient was admitted to hospital as a code blue stemi and cath lab treated this 68 year old male patient with occluded distal circumflex artery, prowater was delivered without the use of additional support and manipulated into the distal circ, bsc 2.5 cm balloon was delivered over guide wire and prowater was then identified as having separated at the tip" no additional details are available. Wire and balloon were removed without incident and the case was competed with another prowater 190 wire with same lot #.